Event description:
It was reported that the patient received inappropriate shocks from the device secondary to t-wave oversensing. Also the device reached elective replacement indicator (eri) earlier than expected. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. (B)(4).